Event description:
As reported by the user facility (translation of user facility): under infusion: device reported volume achieved, but the bottle is still half-full.

Manufacturer narrative:
(B)(4). The device is under investigation at our bbm service lab in (B)(4). A f/u report will be provided after the inspection results are available. (B)(4).